Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8110 fails binary switch task technical support- customer syringe device fails barrel clamp open in binary sensor task (s/n (B)(4)). Explained problematic issue to barrel clamp failing during the binary sensors task. Assisted customer to identify the issue being with the syringe sizer assembly. Customer given the replacement part number to the syringe sizer assembly. Customer given also the contact information to reach out to our recall support center. Customer to call back for assistance if any further issues and/or concerns need addressing. End call. A review of the device history record for sn (B)(4) was performed from 08/22/2012 to 09/10/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed the binary switch task. There was no patient involvement.